Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner ¿ unknown part and lot, unknown cup ¿ unknown part and lot, unknown head ¿ unknown part and lot. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06591.

Event description:
It was reported patient underwent a hip revision where the cup and stem were removed and replaced for unknown reasons. It is noted that patient is experiencing intrapelvic penetration. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).